Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The failure analysis investigation could not replicate the customer reported complaint of "when instrument was instructed to go up it would go down. When instrument was instructed to go down it would go left it would go right and instrument would respond 180 degrees off." The instrument was placed on the system. No initialization failures or errors/faults occurred during in-house testing. . The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Motion was intuitive. The review of dsp engagement logs showed the instrument failed to engage on the first installation on (B)(6) 2022 using system sk5498. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. Failure analysis found the additional failure of engagement failure to not be related to the customer reported complaint. Root cause is a component failure. Additional observation showed the main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated. Failure analysis found the additional failure of instrument roll bushing ¿ binding to not be related to the customer reported complaint. Root cause is a component failure. A review of the device logs for the sureform 45 curved tip stapler (part# 480545-04/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the sureform 45 curved tip stapler was last used on (B)(6) 2022 on system sk5498 and there were 12 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by rpms. Investigation revealed the following possible related system errors: error code :22020 installed sureform 45 curved tip failed to engage on usm1 (roll axis hardstop check failed). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the stapler instrument moved with unintuitive motion .unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the instrument was instructed to go up, it would go down. When instrument was instructed to go left it would go right. The instrument would respond 90 deg off. The instrument was marked with #2 with marker. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the initial reporter mentioned that four staplers was used in the procedure. The first three had issues and the fourth stapler worked normally. The first sure form 45 curved tip stapler was not recognized by the system . An another stapler was used and noted that instrument was instructed to go up it would go left. When instrument was instructed to go down it would go right instrument would respond 180 degree off. A third stapler 45 curved tip instrument was tried and it would do the same error but with 90 degree off. Finally a fourth stapler with a different batch no was used and the instrument worked normally and functioned well and the issue was resolved and the case was completed robotically .there were no injury or harm to the patient when these issues occurred. Patient information was not provided.